Event description:
It was reported that the workstation handle broke off. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and placed a new handle on order. The customer's biomed technician will replace it when it arrives.